Manufacturer narrative:
(B)(4). Examination of the submitted devices confirmed the fixation pin is broken and fused (cold-welded) in the cutting block. The broken off pin fragment was not returned. Provided information stated there was no surgical delay and no broken piece of instrumentation was left in the patient. The remaining portion of the pin cannot be removed from the block or further examined. A complaint database search did not reveal any trends of pin breakage associated with sigma hp dis fem blocks. The investigation could not draw any conclusions about the current reported breakage based on the obstructed condition of the cutting block pin hole and without the broken pin fragment to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor trends through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pin is stuck in the distal femoral cutting jig. The pin broke in the jig.